Event description:
In 10/2001, the patient was seen by a company representative for a sound percept problem. External equipment was exchanged. The patient continued to be monitored by the center. During the following year, the patient reportedly experienced intermittent sound percept problems while using the sound processor. In 07/2003, the patient was seen at the center for device programming. The patient's family members expressed concern that patient was no longer progressing while using the sound processor and device. The patient experienced overstimulation during programming session. Device testing revealed that one electrode had an out of range impedance measurement. The decision was made to the explant the device.